Event description:
Additional information received reports the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative.

Event description:
It was reported the patient was unable to connect or increase stimulation due to the poor communication screen. The issue started one and a half weeks prior to call. Repositioning the antenna did not resolve the issue. The issue occurred both with and without the antenna. The manufacturer representative was unable to connect using the same antenna and a different programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0e9fc, product type: lead. (B)(4).